Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the study the use of lightweight mesh was associated with less chronic pain but in increase in hernia recurrence after inguinal hernia repair.

Event description:
Article received: "randomized clinical trial assessing impact of a lightweight or heavyweight mesh on chronic pain after inguinal hernia repair." The article compared pain of any severity at 12 months after inguinal hernia repair with a partially absorbable lightweight mesh or with a non-absorbable heavyweight mesh. Per the article adverse events included pain, infection and hematoma.